Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain.

Event description:
Unomedical reference number (B)(4). Event occurred in spain. It was reported that on (B)(6) 2024 the infusion set pump detect that occlusion alarm occur between the tubing and the reservoir. No further information available.